Event description:
Hcp reported pt infection at ipg site due to stitch abcess. All hardware remained. The infection was not meningitis. Signs and symptoms were drainage. The primary location of the infection was the device pocket. Cultures were taken. Type of organism was not reported. The infection resolved. Pt reported four surgeries in eight weeks (hip infection, leads revision, pitting edema whether device is on or off). Hcp reported device was scheduled for explant in 2004 due to allergic reaction to silicone rubber. No report of device explantation.